Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a patient's colon was perforated during diagnostic procedure using the subject device. The user facility completed the procedure using the device. The patient's outcome was reportedly stable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.